Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set experienced a no flow. This occurred during a patient infusion via a sigma infusion pump. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.